Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: estimated weight. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 5 mm of the tip of the ht command es guide wire separated in the anatomy during the attempt to cross a calcified, chronic total occlusion in the superficial femoral artery to the popliteal artery. The tip was stuck in the calcium. After a couple of hours of trying cross the lesion with the retrograde approach, a pedal approach was used and the lesion was successfully accessed. Atherectomy was performed and a supera stent was implanted at the lesion and covered the separated tip of the ht command es guide wire. There was no adverse patient sequela. There was no additional information provided.